Manufacturer narrative:
Due to the nature of the deviation and the customer report (the bed was moved up into position and during this the skull clamp released) it is unlikely that the device contributed to the event. We suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." No injury was reported in this case, but as there was a potential risk reported ("skull clamp released") we decided to report this case.

Event description:
Customer informed our service department on the 25th of january that a skull clamp was placed on the head of a patient with 60lbs pressure. The bed was moved up into position and during this the skull clamp released. An anesthesiologist held the head and the patient was not injured in this case.